Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the event of no image was not confirmed and device passed inspection. No problem with the device detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation was unable to confirm all fuzzy no picture issue reported. The device passed all functional and leak test completed with no abnormalities found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the hd autoclavable camera head was all fuzzy with no picture image. There was no harm or user injury reported due to this event.